Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test and blank display. Customer's blood glucose value was 300 mg/dl at the time of the incident. The customer treated the high blood glucose with a 0.3 unit bolus on his pump the customer was assisted with troubleshooting. Customer will return device for analysis.